Event description:
It was reported to medtronic neurosurgery that the device was found leaking from the delta and distal governor prior to implantation.

Manufacturer narrative:
The valve was patent; however, it did not meet the requirements for siphon, reflux and leak testing due to multiple tears in the top of the delta chamber. It is unk how or when this damage occurred. The device met the requirements for preimplantation testing; however, it did not meet all specs for pressure-flow testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.